Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed resulting in stored ventricular tachycardia (vt) episodes. High out of range pacing impedance measurements along with an increase in pacing thresholds was also noted. An invasive procedure was performed and this lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.